Event description:
Patient underwent revisions, as follows: doi approx 2003. Dor (B)(6) 2010 - revision due to pain. Patient heard a popping sound, experienced leg shortening. Poly wear, wear of the metal head, tissue reaction, metal debris, blackening of tissue, and disassociation of liner from the cup. The head liner were removed, but not the cup. Dor (B)(6) 2010 - redivision due to infection. The head liner were removed. Dor (B)(6) 2012 - revision due to possible infection, poly

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.